Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. One trocar cannula/hub assembly was received for evaluation. The returned sample was visually inspected per facility procedure and was found non-conforming with a torn septum. A photo of the product was provided and has been reviewed by the investigation site. The product and lot information seen matches what was reported. A video was also provided and has been reviewed by the investigation site. Leaking can be seen from one of the three valved trocars seen in the video. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A photo of the product was provided and has been reviewed by the investigation site. The product and lot information seen matches what was reported. A video was also provided and reviewed by the investigation site. Leaking can be seen from one of the three valved trocars seen in the video. A review of the surgery seen in the provided video confirms a leaking trocar. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocars leaked during a procedure. There were no consequences for the patient. Additional information and product sample have been requested.